Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having low blood glucose readings at night and stated that the insulin pump shuts off in the middle of the night. Customer stated that she woke up with blood glucose readings of 30 mg/dl in the morning. Customer declined troubleshooting and stated that she doesn't believe the issue is with the insulin pump. No further information reported.